Event description:
Reporter alleged the customer obtained the results of 124 mg/dl and 384 mg/dl back to back within 10 minutes on the aviva system. Reporter stated the customer was given 10 units of insulin. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.